Event description:
A 62 year old male patient was having a full mouth extraction surgery procedure being performed when they swallowed a bur. The patient had went for medical treatment where an x-ray was taken at emergency center. There were no findings and have since returned to the dental office with no complaints.